Manufacturer narrative:
The devices were returned to the manufacturer for evaluation on 12/27/2018. All locking screws and the biplanar plate were intact, only exhibiting wear expected from normal use. However, the python plate broke about 2mm right after the center hole meets the neck of the device. The device history records for device 1508-4001 (sd12) was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, upon reviewing radiographic images from a postoperative follow-up, it was observed that the python plate was broken. As a result, all hardware was removed in a revision surgery on (B)(6) 2018 and the patient was revised with non-tmc hardware. Although a number of factors could have contributed to the breakage of the plate, the surgeon indicated the patient came to the follow-up visit ambulating without the cam boot which he believes contributed to the broken hardware. The patient's non-compliance likely subjected excessive bending stresses to the plate which lead to its breakage. The instructions for use identify warnings related to postoperative care. The company will supplement this MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2018, one plate (sd12) was found broken upon review of radiographic images from the patient's postoperative follow-up. All hardware was removed in a revision surgery on (B)(6) 2018 as a result and the patient was revised with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.